Event description:
It was reported that during an implant the guidewire got stuck in the lead and had issues retracting and extending the helix on the right ventricular (rv) lead. The physician elected to explant and replace the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to advance stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece helix found retracted and clogged with blood/tissue. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.